Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 577 mg/dl; cause was not known. Customer did receive an incomplete bolus alert. Tandem technical support confirmed with the customer that the bolus was delivered. Customer administered an insulin injection to address bg.